Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted after meeting release criteria with no leak noted. During a 45-day follow-up computed tomography (CT) scan, the device was noted to have shifted proximally from the initial implant. The patient is stable and will follow-up periodically.